Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 89 mg/dl .nothing further reported.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm during testing. Unit had minor scratched display window, cracked case at display window corners, battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.